Event description:
A third-party service agent contacted stryker to report that their customer's device does not charge energy and illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing bi-phasic pcba, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced pcb was sent to pac for further evaluation. Technician confirms catastrophic electrical damage to pcb. Traces opened and h-bridge components are shorted. Root cause is electrical damage to biphasic pcba.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted stryker to report that their customer's device does not charge energy and illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.